Event description:
This spontaneous report was received from a canadian nurse and concerns a male patient. He was injected subcutaneously, with radiesse(+), into the cheeks, for facial asymmetry, on (B)(6) 2023. Batch number was reported as a00070370 (expiry date: 07/2024). A lot search in the global safety database was conducted. The batch record review was received and the lot number for radiesse(+) was confirmed as a00070370 (expiry date: 07/2024). Radiesse(+) 1.5 ml was hyper diluted (product preparation issue, off label use of device) to 3:1 ratio and injected using a 25-gauge 1.5 tsk cannula. He was injected with 0.4 ml of 3:1 radiesse(+) into the right cheek, ck 1/2/3/4 (as reported). Upon completing it was well tolerated. After the patients right side they moved to the left side and treated ck 1/2/3/4 with 0.4 ml of 3:1 radiesse(+) (as reported). Asymmetry was still evident to the patient. The patients past medical history included a motor vehicle accident 20 years prior to this report and suffered severe facial trauma. He had a fair amount of fibrous connective scar tissue. On (B)(6) 2023, during the treatment with radiesse(+), the patient experienced that blanching was noted in the region of the transverse facial artery and surrounding tissues. It appeared upon re-entering the porthole entry site in the treatment area of site 4 (as reported). The injection was immediately stopped and massage was initiated along with verifying capillary refill. There was sluggish to minimal return noted near the transverse facial artery. The staff was immediately advised to contact a physician. At 5:10 pm, the patient received a dose of hyaluronidase 1500 units via 25-gauge cannula into the regions of blanching. The first dose had a minimal effect. The cheek was noticeably affected and a video was forwarded to the physician to show capillary refill and affected areas. The patient started to feel unwell, diaphoretic and shaking. He did not have a vasovagal episode but felt unwell. He was put into the recovery position and given juice and a blanket. He felt better after 5 minutes. Pallor returned. The physician was in contact with the reporter to advise. At 5:30 pm, the patient spoke to the physician on facetime. At the onset of the event, the patient was given acetylsalicylic acid (asa) 325 mg. At 5:40 pm, another dose of 1500 units of hyaluronidase was administered using a 27-gauge 1.5 needle along with massage. At 5:55 pm, a third dose of 1500 units of hyaluronidase was administered using a 27-gauge 1.5 needle along with massage. At 6:00 pm 1 ml saline flush was administered along with massage and slow capillary refill began to return. The patient noted that his skin felt a burning sensation, but did not had any visual deficiencies. At 6:05 pm, he was treated with another 1500 units of hyaluronidase along with massage followed by 1ml saline flush. At 7:20 pm the physician spoke to the patient and at 7:40 pm, he was treated with another 1500 units of hyaluronidase via 25 gauge cannula into the tear trough region of the left side near lateral canthus and worked medially along the rim. The area was massage well and was followed by a 1ml saline flush. The patient started showing signs of improved capillary refill but had slow refill near the orbital rim. Warm compresses were used throughout the treatment to encourage blood flow. The patient was again followed upon the arrival in the emergency room. Several physicians were consulted throughout this treatment procedure via phone, zoom and in person, to assess the patient. On 8:36 pm they had a zoom. At approximately 8:36 pm the patient had hyper increased blood flow due to amount of injections. A physician discussed any pending concerns he had about necrosis. On (B)(6) 2023, at 8:30 am the patient was seen again by the clinic nurse and was treated with another 1500 units of hyaluronidase followed by a 1ml saline flush. The clinic suggested the patient attend hyperbaric chamber therapy. He was in good spirits. Capillary refill and tissue perforation had returned to normal. The clinic noted there was some obscure bruising that made it difficult to assess the area, but that the tissues were no longer blanched. The patient had a 2-hour hyperbaric chamber treatment and was upbeat and grateful about his care. It is unclear when the treatment was performed (saturday or sunday). He said the hyperbaric chamber experience was very good. The patient was scheduled to have another hyperbaric treatment the following day. Due to the provided information, the outcome of the event blanching was considered as resolved. Due to the provided information, the outcome of the events diaphoretic and shaking was considered as resolving. The outcome of the events burning sensation and bruising was unknown.

Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event blanching and pallor (pt: injection site pallor), was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record of radiesse(+) injectable implant, lot number a00070370, was reviewed. A lot search was conducted on the reported lot and no other similar events were noted. No nonconformances noted related to this lot.

Event description:
Follow-up information was received on 05-apr-2023: on (B)(6) 2023, the clinic was in touch with the patient and he recovered. The outcome of the event blanching was reported as resolved, in march 2023 (remained unchanged). The outcome of the event diaphoretic and shaking, was reported as resolved, in 2023 (changed from resolving). The outcome of the event burning sensation and bruising was reported as resolved, in 2023 (changed from unknown).